Event description:
Several tracheotomy hooks bent during a procedure. The physician was using a tracheotomy hook during an emergency tracheotomy on a (B)(6) male patient with angioedema when the hook bent. The physician requested another tracheotomy hook and it also bent. A total of four tracheotomy hooks bent before the physician switched to another product to finish the case. No samples for investigation as the bent hooks were all discarded.

Manufacturer narrative:
An investigation was initiated into the matter of "bent" tracheotomy hook during use. The device was not available for evaluation. Without device cause for failure could not be determined or the issue confirmed. A historical complaint review was conducted with no trend found for this type of complaint on this product code. If the device is returned in the future, a follow-up report will be filed.